Event description:
Complainant alleged that during a routine preventative maintenance, the device failed to power on. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The malfunction was duplicated and the ac receptacle was replaced to resolve the malfunction. Analysis of reports of this type has not identified an increase in trend.